Manufacturer narrative:
Section h3 & h10 - device evaluation summary. The valve was examined with a light microscope at 10x-40x magnification and a fractographic failure analysis was done. The fractographic analysis concluded that the right leg failed first. Propagation was by fatigue for both the right and left outlet strut leg. There was 85% burnishing on the left outlet strut face. Crack origin was on the inflow side at the six o'clock position for both the left and right outlet strut legs. According to the valve examination report, "the root cause was due to fatigue at the initiation sites for both legs." Wear patterns, scratches, and instrument marks typical for a valve implanted for greater than thirteen years were observed on the flange inner diameter, rims, outlet strut, inlet strut, and disc. According to the valve examination report, the fractographic failure analysis indicated that no anomalous attibutes were found that might have been responsible for the outlet strut fracture.

Event description:
According to a copy of a translation of the autopsy report, the cause of death was due to "acute cardiasthma based on an acute mitral valve insufficiency as a consequence of a strut fracture of the mitral valve prosthesis."